Event description:
It was reported that a half day infusor had particulate matter inside its balloon. This was identified before patient use. The device was filled with an unspecified amount of desferrioxamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured from november 11, 2014 ¿ november 13, 2014. Evaluation summary: the device was received for evaluation. Visual (via the naked eye) and microscopic inspection was performed and revealed no evidence of particulate matter inside of the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.